Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one conductor wire broken at the yaw pulley exit. The wire was detached from its connection at the grip. The electrical continuity test was performed and failed. The yaw pulley did not show any signs of arcing. In addition, there was a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Failure analysis also found the following damages, which were not reported: there were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the indentations were likely due to mishandling. Both bipolar pins were bent to the left side. The chassis feature that acts as a hard stop for the pins was not broken. No other damage was found. Failure analysis concluded that the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, a frayed cable popped out of the fenestrated bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.